Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image analysis: submitted images of the complaint product appear to display deformation at the top of the mas head engagement features.

Event description:
Pre-operative diagnosis: l1 spine compression fracture procedure: t12-l2 (1a1b) fixation levels implanted: t12-l2 it was reported that during surgery, a set screw could not be inserted after correction operation because a tip of extender seemed to be open and tilted against screw. The set screw did not fit the extender properly and the extender came off the screw. The surgeon tilted the extender in the opposite direction by his hand and the set screw could be inserted. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and optical examination of the mas head engagement feature display significant deformation and damage on the mas retention features. The foregoing deformation of the interface features may have reduced the mechanical strength of the interface, which could contribute to the foregoing event. It is noted that the extenders are a multi-use instrument, and may not have been damaged during the event which is referenced in this complaint. The above observations are consistent with overload of the extender mas head engagement features.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.